Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with inflatable penile prosthesis and is noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptom of edema was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported the patient received intravenous (IV) vancomycin, amikicin and flucanazole during the inflatable penile prosthesis (ipp) implant procedure. Two days post the implant procedure the patient presented with severe scrotal and penile edema. The patient was admitted and discharged the next day on cefuroxim tablet 500 mg. Ultrasound in the scrotum was normal. The patient was diagnosed by a dermatologist and an angioedema was diagnosed and was started on IV high doses of hydrocortisone and antihistamine. All other medications were stopped, including antibiotics and benign prostatic hyperplasia (bph) medications. The patient was discharged and was discharged on oral antihistamine and steroids. On 30nov2021, the patient visited his urologist and the edema is smaller. The patient indicated that sometimes the edema will subside and then it will come back again. The patient is not keen to remove the inflatable penile prosthesis.

Event description:
It was reported the patient received intravenous (IV) vancomycin, amikicin and flucanazole during the inflatable penile prosthesis (ipp) implant procedure. Two days post the implant procedure the patient presented with severe scrotal and penile edema. The patient was admitted and discharged the next day on cefuroxim tablet 500 mg. Ultrasound in the scrotum was normal. The patient was diagnosed by a dermatologist and an angioedema was diagnosed and was started on IV high doses of hydrocortisone and antihistamine. All other medications were stopped, including antibiotics and benign prostatic hyperplasia (bph) medications. The patient was discharged and was discharged on oral antihistamine and steroids. On (B)(6)2021, the patient visited his urologist and the edema is smaller. The patient indicated that sometimes the edema will subside and then it will come back again. The patient is not keen to remove the inflatable penile prosthesis.